Manufacturer narrative:
The device was returned to olympus. And the customer's allegation was confirmed. Due to an error e218 that occurred, due to broken circuit board of the video plug. The additional evaluation findings are as follows: the insulation resistance was out of standard; due to the broken insertion pipe. Waterproof failure; due to the user testing of the universal cord. The image was blurry; due to the broken charged coupled device unit. There was a gap in the bending section cover adhesive, and the video connector was corrugated and had scratches. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope's entire screen becomes black. And shows no image (blackout-unable to restore). The issue was found, during a diagnostic procedure. That was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed e218 image error issue could not be determined, however, the issue was likely due water ingress into the device during user handling resulting in electronic component failure. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.